Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that on (B)(6) 2008, the patient underwent (unspecified) tot (transob. Tape urethral sling), total laparoscopic hysterectomy and bso to sui. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, vaginal scarring and vaginal bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence.